Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation root cause of no image being displayed was attributed to a faulty printed circuit board. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image and intermittent digital file (df) not connected error e402 when using 180 scopes and various maj-1430 cables. It worked with 190-series scopes. The issue was found during preparation for use. The unspecified intended procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found it was not recognizing the 180 series scopes. There was no error code; there was just no image. It only read the 190 scopes. It was confirmed due to a faulty patient board set. Additionally, minor dents and scratches on the unit were identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.